Event description:
It was reported the patient was implanted for leg and back pain, but the stimulation had been ineffective. The patient reported the stimulation had never been established. The sjm representative met with the patient for reprogramming but the issue could not be resolved. It was reported there were no plans to undertake surgical intervention at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.